Event description:
Patient reported rupture and swollen lymph nodes. Device remains implanted. Record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported, rupture and swollen lymph nodes. Device remains implanted. Record relates to the left side.

Manufacturer narrative:
Previous medwatch submission reported rupture and swollen lymph nodes. Further information received from the patient stated that there is no complaint against left side device. Hence unreporting the events of rupture and swollen lymph nodes.

Event description:
Previous medwatch submission reported rupture and swollen lymph nodes. Further information received from the patient stated that there is no complaint against left side device. Hence unreporting the events of rupture and swollen lymph nodes.